Manufacturer narrative:
Other serious (important medical events): blood was observed in the pericardial sac. No intervention was indicated. Based on the reported event information, patient anatomy may have contributed to the event. Coronary sinus injuries are identified as a potential complication in the IFU. Edwards has reviewed similar reports and has found the root cause is typically related to a combination of vessel size, tissue fragility and placement issues of the device. No manufacturing non-conformance have been associated with the historical events which have been reported. The instructions for use (IFU) and training manuals were reviewed, and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that approximately one to one and a half (1-1.5) hours into the use of a peripheral retrograde cardioplegia device during a mini aortic valve replacement (avr) surgery, blood was observed in the pericardial sac. The estimated amount of blood loss was 50 cc. When the situation was discovered, there was no active source of bleeding found and no intervention was necessary. Additional information received indicated that during the first attempt of device placement, the balloon was inflated with 0.2 cc of fluid and the catheter was observed to be in the middle cardiac vein. The device was pulled back and re-advanced into the coronary sinus. The coronary sinus was rather large, and was mostly occluded with 1.1 cc of balloon volume. The final position was confirmed with contrast injection under fluoroscopy. The balloon was then taken down to 0.9 cc of volume until it was needed for cardioplegia administration. The patient remained stable for the duration of the case. The surgeon was a less experienced user of the device.

Manufacturer narrative:
The device history record (DHR) was reviewed, and showed this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing defect was not confirmed. The additional investigation did not affect our original root cause conclusion.